Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. When the physician removed the stylet and the protective cover from the liberte' 3.0x16 mm bare metal stent, it was noted that there was not a stent on the stent delivery system. The stent was found on the stylet, jammed into it. The procedure was completed using another liberte' 3.0x16 mm stent. No pt injuries or complications were reported.